Event description:
Called to evaluate r basilic PICC 5fr dual lumen due to arm swelling and leaking from insertion site. Line inserted (B)(6) 2004 with macro introducer. On attempt, easy insertion. On (B)(6) 2004, pump was beeping occlusion, pressure dressing removed. Flushes with ease and positive blood return. On (B)(6) 2004, white lumen occluded, sluggish to flush but brisk blood return. Evenings 2/3/2004, arm swollen and leaking at site. Line removed rupture at 2 cm, slit at 14 cm. MFR# 2183502-2004-00009.